Event description:
It was reported that during an implant attempt, the helix would not extend. It was noted that the tip of the helix was exposed when removed from packaging. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection showed that the proximal conductor was distorted as was the helix and blood was noted in the helix mechanism.